Manufacturer narrative:
Concomitant medical products: product ID 97715, serial# (B)(4), implanted: (B)(6) 2019, product type implantable neurostimulator; product ID 399930, lot# j0537746v, implanted: (B)(6) 2005, product type lead. Other relevant device(s) are: product ID: 399930, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hcp reported the patient was scheduled to have a new implant on (B)(6) 2019, but the surgery was abandoned when the hcp noticed a broken lead. The patient was to have a revision another day, but that hasn't happened yet. The caller said per the patient, the ins was never replaced, but registration showed the patient having a new ins on (B)(6) 2019.